Event description:
It was reported that there was a confirmed motor stall noted in the event logs with no motor stall recovery recorded. The motor stall was caused by the patient having a magnetic resonance imaging (MRI) study. The patient had an MRI on (B)(6) 2013 that was unrelated to the pump system, and had come back from the MRI to have the pump status checked. The caller stated they were not seeing a motor stall recovery log and noted that in the past it had taken approximately 1 hour for the recovery to occur. It was also noted the patient was in a flex program. The pump was being used to deliver gablofen (baclofen). Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 8731, lot# b005799n67, implanted: (B)(6) 2003, product type catheter. (B)(4).

Event description:
The healthcare provider later reported that the motor stall recovered after twenty minutes. The medication used within the system was gablofen. There were no symptoms associated with the motor stall.

Manufacturer narrative:
Concomitant medical products: product ID 8731, lot# b005799n67, implanted: (B)(6) 2003. Product type: catheter. (B)(4).